Manufacturer narrative:
The pump was returned to animas. Evaluation revealed that the pump powers on with no audible tones. The vibration alarm feature functioned properly. There was moisture corrosion in the battery compartment. According to the device history record a leak failure was identified during manufacturing. Description second line should state "animas" not "lfs."

Event description:
On (B)(6) 2011, the pt's father reported that the pump has no tone or vibration. The reporter claimed the alleged issues began 3 or 4 weeks prior to contacting lfs. The pt's father stated that on the morning of (B)(6) 2011, the pump did not give warning for low cartridge or empty cartridge and the pump did not beep when locking cartridge. The reporter claimed, the pt had elevated morning blood glucose (bg) reading in the 300mg/dl range. The reporter confirmed the pt did not have symptoms of nausea, vomiting, shortness of breath or ketones. The pt's father stated he treated the pt for the elevated high bg reading. The pt's reported bg readings do not meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.